Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed with no anomalies found and no issue identified that required full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. An implantable pulse generator (ipg) system was implanted however the infection did not resolve. The ipg system was explanted and replaced. It was further reported that a mass grew in the right atrium and right ventricular requiring surgical removal. No further patient complications have been reported as a result of this event.